Event description:
In 2008, the pt reported he received a 04 (occlusion) alarm on his insulin infusion device that he has not been able to clear. He stated, he has not received a 07 (system alarm) and his device has not been dropped or exposed to water or electromagnetic equipment. To troubleshoot, the pt was instructed to disconnect from his device, remove both device batteries and check the expiration date on the batteries. The pt stated he could not see the expiration date. The pt was instructed to insert new batteries and was assisted in resetting the time. The pt reviewed the 24 hour basal total and confirmed it was accurate. The pt inserted his insulin cartridge and received another 04 when he tried to prime the infusion set. The pt was then instructed to remove all accessories from the device and perform a dry prime. The device gave a 04 alarm. The pt used a magnifying glass and checked the expiration date on the batteries in use and stated the date was 11/2008. The pt tried another dry prime but the device again gave a 04 alarm. The pt stated the device is louder than his previous infusion device and did not sound as if "the gears were running well." The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.